Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 400 mg/dl. The current blood glucose was 409 mg/dl. Customer reports the following symptoms related to their high blood glucose are nausea, headache. The auto mode feature is active and automatically adjusting insulin delivery. Customer reports they feel okay to troubleshooting. Customer reports they do not have a back-up plan available. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is calling back to perform an high pressure test. Confirmed customer is disconnected. Run load reservoir/fill tubing with current set and insulin exited at the qr. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high blood glucose may occur. Customer is able to remove set at this time. The insulin pump will not be returned for analysis.